Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed twice at 12 atmospheres for 21-22 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a pinhole in the balloon located 22mm from the tip of the device. Product analysis confirmed the reported event as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. Inflation was performed twice at 12 atmospheres for 21-22 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.